Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the patient's therapy was fine but contact 3 showed 8 ohms. All impedances were tested and the results are below: c0794 c1 729 c2 618 c3 789 01 876 02 870 03 8 12 806 13 880 23 865 the results of the group therapy measurements were stn1 rt 731 stn2886 0.688. 3+2-. Bat 2.84v. It was reported the caller planned to leave the settings as programmed because therapy was good. It was noted there was a potential for decrease in battery life. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# j0333768v, implanted: (B)(6) 2003, product type: lead; product ID 3389-40, lot# j0333768v, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.